Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable neurostimulator (ins). It was reported the rep had a new battery that they charged on the afternoon of (B)(6) 2018 to 100%. On (B)(6) 2018, the ins charge level was at 80%. The rep reported they typically seeing the battery level drop 10% in this situation, but not 20%. No troubleshooting was performed. Technical services had no specific information on battery level while still in shipping mode. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jan-17. No actions were taken to resolve the issue. Interrogation of the implantable neurostimulator (ins) the next day showed a drain of 10% on the ins. The rep stated that overall, a 10% drain on these inss overnight without being on is not a good thing. Nonetheless, the next day is was not 80%. The rep did not know the cause of the issue. However, the ins had not been turned on but was implanted. No further complications were reported/are anticipated.